Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the loaner defibrillator does not turn on. There was no reported pt involvement.